Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation. In addition to insertion tube issue and foreign material, the device had a worn angle wire. The angle wire issue caused the bending angle to test outside of specifications for the up direction and caused the up/down knob to have excess play. Also, there was loss of water tightness due to a pinhole on the insertion tube; the insertion section cover adhesive was cracked and cloudy; the forceps channel had sustained crush damage and no instruments could be inserted; the image guide protector was damaged; the objective lens adhesive was peeled; the light guide lens adhesive was cloudy; the distal end cover was scratched; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The distributor reported on behalf of customer that the evis lucera gastrointestinal videoscope's insertion tube and bending section were misshapen. The device was returned for evaluation. Upon examination, the insertion tube was found to be dented as a result of the tube getting caught and pulled on. Further inspection showed foreign material was present in the air/water nozzle which impacted the flow of air/water. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.